Event description:
Boston scientific received information in (B)(4) 2011 that this family member contacted patient support to discuss device operation and the subpectoral advisory. The family member reported that this patient had died at home and was deceased when the paramedics arrived. The family member was not aware if the device had been interrogated and was informed by patient support that the device was capable of storing data about the device's operation and functionality. The family member was planning to contact the physician to inquire if the device had been interrogated. Patient support was informed by the family member that the patient would be cremated. There were no specific allegations or complaints against the device. The family just wanted to find out why didn't the device save their father's life. Patient support discussed sudden cardiac arrest versus myocardial infarction. Boston scientific received information from the local representative that this patient had been lost to follow-up and was not seen at the device-following clinic. Boston scientific received information in (B)(4) 2012 that this patient's attorney contacted boston scientific's technical services (ts) to report that the device was in their possession and wanted to obtain the data from the device. Technical services explained that a programmer was required. The attorney requested being present during device interrogation. Approximately one month later, boston scientific received information from a law firm representing the family of the patient notified boston scientific that it was believed that the wrongful death of this patient was caused by the device's failure. The law firm's attorney was requesting arrangements to be made for device return and analysis.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory identified tool mark, scratches and dents in the titanium casing. These observations most likely occurred at the time of the explant procedure. Inspection of the header bond noted the header was securely attached to the titanium casing. All of the seal plugs were intact and all of the setscrews operated normally. An x-ray was performed and no anomalies were identified. The device was successfully interrogated and a battery status indicator of beginning-of-life (bol) was displayed. A review of device memory noted no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the death of this patient. A save-to-disk was performed and the stored data was reviewed by boston scientific's technical services. The last office interrogation date occurred in (B)(6) 2013. Last office interrogation refers to the last time the device was interrogated by a programmer and the date that data was saved to disk. The recorded measured data at the time of the implant for the ra, rv and lv were normal. The recorded shock impedance at that time was 35 ohms. The last automatic capacitor reformation occurred in (B)(6) 2013 and was associated with a charge time within normal limits (8.9 seconds). In summary, due to timing of the data storage to disk, there is no data from the time prior to the patient¿s death or from the day of death. There is no data in the device that indicates the device was checked after implant.

Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Awaiting return of the device for laboratory testing. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Subsequently, boston scientific received information that the family has requested a device evaluation with their attorney present. To date, the protocol for device testing with the family's attorney has not been completed. Once finalized, the device will be returned for laboratory testing.

Event description:
Subsequently, boston scientific received a formal complaint (state court filing) in (B)(6) 2013 alleging the associated implantable right atrial (ra) and left ventricular (lv) leads may have also contributed to the death of this patient. To date, the leads have not been received at boston scientific's return products department. Boston scientific received information that this device was received in (B)(6) 2013 at boston scientific's return products department.